Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a loss of consciousness (loc). No additional symptoms were reported at the time of the event. The patient's cgm displayed a ¿high¿ glucose reading, while a fingerstick blood glucose (bg) measurement was 60 mg/dl, indicating a possible discrepancy between cgm and bg values. Upon regaining consciousness (duration of loss of consciousness unspecified) the patient was given water by her son and daughter. No further treatment details were provided. The patient remained at home following the event and, at the time of the call, reported that she had fully recovered. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.